Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The initial reporter alleges awareness of ''many'' patients who encountered adverse reactions to laser treatments. Reportedly "the laser ''killed'' them and thus they ''killed themselves", "eyeballs are going inside and out", " they were a science experiment", vaginas shrinking", and "skulls melting'', the initial reporter did not provide a specific number of patients, nor any patient or treatment-specific information.

Manufacturer narrative:
No additional information has been received. The report did not provide specific facility information for follow-up. A review of the device history record (DHR) could not be performed as no device lot number was provided. According to fraxel user manual, the following complications may be associated with the non-abalative fraxel laser systems: edema, erythema, itching/dryness of the treated area, petechiae/pinpoint bleeding, laser cuts, blistering and burns, discoloration, eye injury, infection, keloid formation, prolonged redness, scarring, delayed wound healing/skin textural changes, temporary bruising. Fraxel does not have the capacity to generate ionizing radiation. Based on the available information, no causal factors can be determined as the root cause of the reported event.